Event description:
It was reported that the caller experienced a time discrepancy with their device, with the displayed time being incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the discrepancy recurs. The caller understood and acknowledged the guidance provided.